Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2011 and hydroxyzine since (B)(6) 2013. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced rash ("intermittent abdominal rash"). In (B)(6) 2013, the patient experienced menorrhagia ("increase in menses"), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), allergy to metals ("nickel allergy"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (pelvic surgery / hysterectomy with bilateral salpingectomy). At the time of the report, the perforation, device dislocation, vaginal discharge, dyspareunia, fatigue, migraine, menorrhagia, vaginal haemorrhage, allergy to metals, vulvovaginal pain, abdominal pain lower and dysmenorrhoea outcome was unknown, the alopecia was resolving and the rash had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, perforation, rash, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: the patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed placement of both essure® coils and full occlusion of both tubes. Total bilateral occlusion, unilateral occlusion (left tube occluded) essure devices in good position with bilateral complete cornual tubal occlusions. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Medically confirmed case. Reporter and patient demographics were added. Concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, hair loss, nickel allergy, vaginal pain, lower abdominal pain, intermittent abdominal rash and dysmenorrhea added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, device dislocation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), migraine ("migraines") and menorrhagia ("increase in menses"). The patient was treated with surgery (pelvic surgery). At the time of the report, the perforation, device dislocation, vaginal discharge, dyspareunia, fatigue, migraine and menorrhagia outcome was unknown. The reporter considered device dislocation, dyspareunia, fatigue, menorrhagia, migraine, perforation and vaginal discharge to be related to essure. Diagnostic results: on (B)(6) 2011, hysterosalpingogram, confirmed placement of both essure® coils and full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.